Event description:
Caller reported a malfunction on the pump, noting malfunction code 15. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if any issues reappear.